Manufacturer narrative:
Operator of device: patient/consumer. No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. Based upon review of the information provided by the customer, a device history record (DHR) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the

Event description:
It was reported by the patient that the pump was alarming and the screen displayed 'no disposable clamp tubing''. The pump was stopped and continued to alarm. The patient denies any air in the tubing. No patient injury was reported.